Event description:
It was reported that the patient stated that the index devices were implanted approximately 6 years ago. The devices were removed to implant a total hip as the doctor determined it was needed due to arthritis. Replacement devices were not stryker.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report.

Manufacturer narrative:
Evaluation conclusion: the reported issue was not confirmed. The customer defined both products (nail and screw) to be primary products. No associated products were reported. An investigation and a review of the DHR were not possible because neither the products, nor the product identification information were provided. The provided x-ray shows that the visible implants are not broken or damaged. Furthermore no complications during bone healing were reported. Therefore a deficiency in the product function and stability could be excluded; it is most likely that the implants functioned like specified. The customer reported that the implants were removed after approx. 6 years due to arthritis. The IFU includes that the implants are temporary implants, means the implants are not designed for long term implantation like 6 years. Therefore a device related issue could be excluded based on the given information. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. Device not available.

Event description:
It was reported that the patient stated that the index devices were implanted approximately 6 years ago. The devices were removed to implant a total hip as the doctor determined it was needed due to arthritis. Replacement devices were not stryker.